Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 18 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
The customer's blood glucose reading provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 18mmol/l.